Event description:
It was reported that, at the beginning of the procedure when the fiber had 10000 joules of use, the fiber beam started forward firing. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.